Event description:
Complainant alleged that during biomed testing, the device failed to charge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was returned to zoll medical australia. During the investigation it was noted that the customer reported that there were multiple buttons not functioning correctly, and one of the buttons was the charge button. The problem was verified. The front enclosure was replaced to correct the problem. No emerging trend based on similar reports.